Event description:
Rptr indicated that when a lead test was ran during the implant surgery, the pt's heart rate dropped to 34 bpm. The rptr called the MFR to ask if this is a normal event. The rptr was told that rare incidence of asystole or bradycardia have been reported during the intraoperative lead test. The rptr decided to explant the device because he did not want to risk the pt having a bradycardia event after leaving the hosp. Further follow-up with the pt's family indicated that they were not informed prior to the implant of the risk of bradycardia. It was also discovered that the pt's neck incision was pulled due to seizures and was red and swollen, although, the stitches are intact. The family also reported that the surgeon told them that the heart rate dropped to 15 bpm; this is inconsistent to what was originally reported. Further follow-up with the pt's neurologist revealed that the pt has not had any further cardiac problems.